Event description:
It was reported that the insulin pump was not working and the top of the battery compartment and the battery cap had broken off. The customer stated that when she tried to change the battery the device would alarm low battery and the customer noticed there was sticky liquid in the battery compartment. The customer's blood glucose was 161 mg/dl. The device was completely off therefore the alarm history could not be checked. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.